Event description:
During a during a liss frenc fracture procedure, surgeon inserted two (2) compression wires. As surgeon was going to compress the wires the tips of the wires broke. Surgeon completed the procedure and then removed the broken wires (tips) from the patient. It was noted the procedure was not prolonged by the incident. This is 2 of 2 reports for this event.

Manufacturer narrative:
The compression wires are designed for the temporary fixation of an implant to bone as well as providing a means of applying interfragmentary compression when used in conjunction with the compression forceps (03.211.400). The design and clinical risk management document was reviewed and found to adequately address the complaint event. Without knowing the quality of the patients bone or the conditions under which the compression wires were inserted, the cause of the failure cannot be determined. There is insufficient information regarding this procedure to determine if the compression wires design caused the complaint. There was an unusual amount of wear on the shafts of the compression wires caused from the failure of the wire driver to adequately grip the shafts.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment. Visual inspections noted the threaded tip is broken off and there is an unusual amount of wear on the shaft of the compression wire caused from the failure of the wire driver to adequately grip the shafts. The lot number is no longer visible due to the wear. The broken fragment of the threaded tip is not available for investigation. Dimensions that could be measured were found to meet specifications.